Event description:
It was reported that there was a warm feeling at the pocket. It didn¿t look like there was an infection but it was going to be further assessed via complete blood count (cbc). The patient felt a burn, hot, warm feeling at the implantable pulse generator (ipg) site. This was first noticed 6 weeks prior to this report and had gotten worse as of the 2 weeks prior to this report. It was noted that the skin around the ipg pocket was 4 degrees higher in temperature in comparison to the other side of the body. Impedances were checked and found to be fine and the patient felt stimulation as intended. Follow-up determined that the patient¿s cbc was normal. The patient was told by the nurse practitioner to leave the device off for the weekend. The patient was going to be reassessed on (B)(6). Further follow-up determined that the stimulator was off for 4 days and the area was still warm with stimulation off. The patient had a doctor appointment on (B)(6) 2015. Additional follow-up determined that the patient was given antibiotics and the doctor did not think it was the stimulator. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's device was replaced. Due to the continued warmth at the pocket site, the new implantable pulse generator (ipg) was placed on the opposite side of the patient's body. Along with the previously noted warmth and burning at the pocket site the patient also noted having pain at the pocket site. Following the replacement the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33 lot# v508181 serial# implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 748940, serial# (B)(4) implanted: (B)(6) 2005, product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the returned implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. During testing for device heating during stimulation, there was no evidence that suggests the complaint device behaved differently than the control device. No abnormal hotspots were observed from ir images, and thermocouple data closely matched control data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.